Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently a revision procedure was performed where the ra lead was tested with a pacing system analyzer (psa) and yielded high out of range impedances of greater than 3000 ohms. The ra lead was surgically abandoned and the crt-d was electively explanted. No additional adverse patient effects were reported.